Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 155 mg/dl. The customer stated that there is worn plastic in battery compartment. The customer stated the battery compartment and the cap were both worn. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 155 mg/dl. Customer is calling back after receiving a new battery cap and display is still blank. The customer was advised that we are sending replacement pump.